Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor calibration was completed to resolve the reported issue. Customer contact reports no patient information available. UDI# (B)(4).

Event description:
The hospital reported a loss of mechanical ventilation during a case. There was no report of patient injury.